Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis; however, an investigation of the event is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Concomitant medical product: zimmer nexgen cr-flex femoral component, catalog #: 00-5750-014-06, lot #: 61757888; zimmer nexgen cr articular surface, catalog #: 00-5952-040-14, lot #: 61983330; zimmer nexgen all-poly patella, catalog #: 00-5972-066-32, lot #: 61997971; heraeus palacos bone cement, catalog #: 00-1113-140-01, lot #: 73774288.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to pain and loosening. The patient was revised due to femoral and tibial component loosening approximately three years and eight months after the primary surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: lot number of bone cement corrected: heraeus palacos bone cement, catalog #: 00-1113-140-01, lot #: 73774286. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Operative notes from the primary surgery state that the patient underwent right total knee arthroplasty due to arthritis with a valgus deformity. A few degrees of hyperextension and excellent stability with a perfect flexion and extension gap and rotational stability were noted with trial components. The final components were implanted with cement and the knee was ¿hyperextended¿ and held until the cement had hardened. No intraoperative complications were noted. Review of the implanted devices identified no compatibility issues. Operative notes from the revision surgery state that the femoral and tibial components were revised due to a loosening. The patellar component was not revised. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the nexgen cr-flex and lps-flex gender solutions package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.